Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 65mg/dl on (B)(6) at 9:23a (fasting). Caller states glucose is normally 118mg/dl - 125mg/dl fasting and 145-153mg/dl 2 hours after eating lunch or dinner. No adverse event reported.